Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Impactor broke into two pieces during procedure. Pieces were recovered. No adverse affects on patient. No surgical delay.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary - the device associated with this report was not returned. A photo inspection was performed, and the strikeplate of the pinn straight cup impactor appears to be broken and separated from the rest of the instrument, confirming the complaint condition. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.